Manufacturer narrative:
H.10: through follow up communication, livanova deutschland learned that the technician supposed that the bubbling sound was suggesting a gas leak. According to the technician, the leak was small because the bubbling sound was not audible when the compressor was stopped and was increasing at high pressure. The device was taken out of service. The root cause could be a hole of the evaporator leaking refrigerant. Corrective actions are in progress for this issue.

Event description:
See initial.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue. During his check on the device, the livanova representative noticed that while the patient tank was cooling, bubbling could be heard from that tank. The device will return to livanova (B)(4) for investigation and repair. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was cooling the patient side slowly. There was no patient involvement.